Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery indicator on this device did not perform as expected. The device reached a battery status of elective replacement indicator and then appeared to recover battery life. Boston scientific technical services (ts) and engineering reviewed the available data and determined the device appears to be depleting normally. The device was operating at or near a current bin edge which means small changes in impedance measurements can cause the device to operate in either a smaller or higher current situation. This means the longevity can change as it fluctuates above and below a given current bin. This device remains in service at this time. No adverse patient effects were reported.